Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a chest x-ray revealed that the right atrial lead had dislodged. The lead was explanted and replaced successfully. The patient was in stable condition post surgery.

Manufacturer narrative:
Final analysis found normal lead characteristics.